Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the device was fired and the staple cartridge fell apart. The pieces were recovered from the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.